Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 400 mg/dl. Customer had treated their blood glucose with a bolus. The customer also reported receiving a no delivery alarm on their insulin pump during a bolus delivery. It was also found the customer had switched out their reservoir, infusion sets, and insulin, but the problem persists. Customer also reported there was a buzzing sound on their insulin pump. The customer believed there was something wrong with their motor. Troubleshooting found the customer's insulin pump passed all functional testing and there were no bent cannulas present. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.